Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The pump was returned for evaluation. Visual inspection found the red lumen was folded and came out of outflow cage. Red lumen was removed from cannula and a kink was found on the 3 different position of the red lumen. The root cause of delivery issue was most likely a deflective red lumen. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ to conform to updated procedures, sections d6 & d10 were revised with updated information.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 91-year-old male in acute myocardial infarction/cardiogenic shock was to be implanted with an impella cp device for mechanical circulatory support. It was reported that the implant of the impella cp failed due to a malfunction/interaction of the pump's easy guide lumen and the guidewire. The lumen fractured and the pump was replaced. No harm was reported. A new pump was successfully placed for patient support.